Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the main cart monitor was broken. The screen was damaged and the monitor was non-functional. There was no patient present when this issue was identified.